Event description:
It was reported that balloon rupture occurred. The 60% stenosed, 35mm x 6.8mm, concentric target lesion was located in the non tortuous and non calcified vessel. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilate the lesion; however, upon inflation, the balloon ruptured for a duration of 15 seconds. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. No issues were noted with the tip section of the device. An examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched evenly over the distal markerband for a total length of 1cm. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the tear. A visual and microscopic examination found no issue with the profile of the distal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was further reported that the balloon ruptured at 20 atmospheres and the device was completely retrieved from the patient.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem, device avail. For eval., returned to MFR. On, device returned to MFR., device evaluated by MFR., if not evaluated provide code, result codes, conclusion codes updated. (B)(4).

Event description:
It was further reported that the balloon ruptured at 20 atmospheres and the device was completely retrieved from the patient.